Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were experiencing a return of symptoms and they can't even make it from their bed to the bathroom. Patient stated when they have to use the bathroom it releases right away. Patient also mentioned they are experiencing a shocking sensation intermittently, such as when driving down the road. Patient mentioned they had a fall on their porch and landed on their stomach. Patient confirmed their healthcare provider ordered an x-ray and said the lead looked fine. Agent walked patient through communicating with their implant and patient confirmed they were able to successfully connect and increase their stimulation. Patient confirmed the stimulation was at comfortable pulsing. Patient will maintain stimulation level and will continue to track symptoms. Patient to call back if symptoms persist and needs guidance in changing program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. During the call patient mentioned they wanted to turn stimulation down because it was vibrating real bad. Patient decreased stimulation during the call.